Event description:
Prior to re-intervention, it was reported that svc continuity tests showed an "open" circuit. During re-intervention to reposition the atrial lead (oscor), it was noticed that the kainox ICD lead connector was pulled back into this ICD header. It was reported that the lead was re-inserted into the header port and the setscrew was tightened, however, the setscrew did not advance or tighten until the physician used a hex wrench. The device and leads remain implanted.